Event description:
It was reported that during a supply change with a contact detach infusion set, the patient¿s daughter connected the short tubing to the long tubing after the long tubing had already been attached to the ilet, and the agent provided education that all infusion set tubing should be fully connected before attaching to the ilet. Symptoms included no reported adverse clinical effects. Outcomes included no alarms and resolution through troubleshooting and user education. Investigation included a technical review and user troubleshooting with education on correct setup steps. Investigation of this case revealed user setup error related to infusion set assembly and use of the infusion set/tubing components, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error in the supply change process.

Manufacturer narrative:
Initial.